Manufacturer narrative:
At this time no conclusions can be made. The information provided alleges that the patient had injuries and medical consultations, however, no medical records have been provided. Information is limited at this time. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #2). An additional emdr was submitted to represent the bard/davol flat mesh(device #1).

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2005 or (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol flat mesh(device #1) or an unspecified bard/davol ventralex(device #2). The patient had unspecified injuries, including consultations with medical providers. The patient is making a claim for an adverse patient outcome against the bard/davol flat mesh (device #1) and bard/davol ventralex(device #2). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."